Event description:
A reporter called to submit a report about the adverse effects, bii symptoms she experienced after her breast implants. The reporter said right after she woke up from her surgery, she was having blurred vision. Before the surgery she had perfect vision. The reporter said her surgeon only told her about the possible capsular contracture but has not told her about the black box warning from FDA about the implants. She said when she was complaining about the implants soon after the surgery. The surgeon said it was because they are the wrong size and she corrected them to almost half size. However, she continued to have problems like sleeping issues, breathing issues, having almost blackouts, brain fog to the point that she was not able to drive. Reporter said she have the implants removed and all the symptoms went away. Before the implants she was very healthy and running for marathon.